Event description:
Related manufacturer reference number: 2017865-2022-17089. It was reported the right ventricular lead exhibited externalized conductors and the atrial lead was failing. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.